Event description:
The customer observed falsely elevated alinity I total psa results for multiple samples. The following data was provided: (B)(6) 2024 sid (B)(6) initial result ((B)(6)) was >100.00 ug/l, repeat ((B)(6)) was <0.080 ug/l, repeats ((B)(6)) were >100.00 ug/l and after dilution = 102.273 ug/l, 103.668 ug/l, 108.089 ug/l, 108.240 ug/l, 108.808 ug/l, 102.546 ug/l, 104.420 ug/l, 103.942 ug/l, 118.160 ug/l, 110.345 ug/l, 111.809 ug/l, 111.483 ug/l, 106.592 ug/l, 106.821 ug/l, 105.773 ug/l, 99.299 ug/l, 107.048 ug/l, 103.833 ug/l, 113.830 ug/l, 105.581 ug/l. (B)(6) 2024 sid (B)(6) initial result = initial result ((B)(6)) = 0.012 ug/l, repeat ((B)(6)) = 0.592 ug/l. (B)(6) 2024 sid (B)(6) initial result = initial result ((B)(6)) = 0.057 ug/l, repeat ((B)(6)) = 2.131 ug/l. (B)(6) 2024 sid (B)(6) initial result = initial result ((B)(6)) = 0.000 ug/l, repeat ((B)(6)) = 2.499 ug/l. (B)(6) 2024 sid (B)(6) initial result = initial result ((B)(6)) = 0.050 ug/l, repeat ((B)(6)) = 2.297 ug/l. (B)(6) 2024 sid (B)(6) initial result = initial result ((B)(6)) = 0.014 ug/l, repeat ((B)(6)) = 0.452 ug/l. (B)(6) 2024 sid (B)(6) initial result = initial result ((B)(6)) = 0.290 ug/l, repeat ((B)(6)) = 0.923 ug/l the customer is questioning the results generated on (B)(6). No discrepant results were reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the instrument and observed pre-trigger related optics errors. The fsr replaced the pre-trigger alnty ci snsr bsl which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional falsely depressed total psa results reported for (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. A review of tracking and trending for the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I total psa results for multiple samples. The following data was provided: on (B)(6) 2024 sid (B)(6) initial result (B)(6) was >100.00 ug/l, repeat (B)(6) was <0.080 ug/l, repeats (B)(6) were >100.00 ug/l and after dilution = 102.273 ug/l, 103.668 ug/l, 108.089 ug/l, 108.240 ug/l, 108.808 ug/l, 102.546 ug/l, 104.420 ug/l, 103.942 ug/l, 118.160 ug/l, 110.345 ug/l, 111.809 ug/l, 111.483 ug/l, 106.592 ug/l, 106.821 ug/l, 105.773 ug/l, 99.299 ug/l, 107.048 ug/l, 103.833 ug/l, 113.830 ug/l, 105.581 ug/l on (B)(6) 2024 sid (B)(6) initial result = initial result (B)(6) = 0.012 ug/l, repeat (B)(6) = 0.592 ug/l on (B)(6) 2024 sid (B)(6) initial result = initial result (B)(6) = 0.057 ug/l, repeat (B)(6) = 2.131 ug/l on (B)(6) 2024 sid (B)(6) initial result = initial result (B)(6) = 0.000 ug/l, repeat (B)(6) = 2.499 ug/l on (B)(6) 2024 sid (B)(6) initial result = initial result (B)(6) = 0.050 ug/l, repeat (B)(6) = 2.297 ug/l on (B)(6) 2024 sid (B)(6) initial result = initial result (B)(6) = 0.014 ug/l, repeat (B)(6) = 0.452 ug/l on (B)(6) 2024 sid (B)(6) initial result = initial result (B)(6) = 0.290 ug/l, repeat (B)(6) = 0.923 ug/l the customer is questioning the results generated on (B)(6) . No discrepant results were reported out of the laboratory. No impact to patient management was reported.